Event description:
The available information indicates that the device was broken. During setup, a small ring from the tip of the handpiece slid onto the shaft of the bur when the handpiece was activated. The small ring was taped onto the handpiece when it was brought in. It was confirmed that there were no fragments that needed to be retrieved and no additional procedures or equipment were required. There was no reported injury as a result of this event.

Manufacturer narrative:
Additional information received confirms that the product event took place during setup and there was no patient involvement. It was also indicated that there was no down time in the case as there was an alternate drill available.

Event description:
Additional information received confirms that the product event took place during setup and there was no patient involvement. It was also indicated that there was no down time in the case as there was an alternate drill available.

Manufacturer narrative:
(B)(4). The product analysis indicates that the bearing(s) were broken and that the bearing(s) and gear(s) were corroded. The necessary parts were replaced. The device was repaired and tested to manufacturing specifications. This device is used for therapeutic purposes.